Manufacturer narrative:
Correction to h6 based on additional information. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (sizing/sapien 3 valve too small of annulus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
H10: correction to b5 and h6 based on additional information received.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 9 months, 28 days post transfemoral tavr procedure with a 29 sapien 3 valve, the patient presents shortness of breath with severe paravalvular leak (pvl) due to the valve being too small for the annulus. The leak was first plugged with a vascular plug, and then post dilated with a 29mm commander delivery system with an additional 4 cc's. The leak improved to trace, and the patient is recovering and stable.

Manufacturer narrative:
Investigation is still on-going.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 9 months, 28 days post transfemoral tavr procedure with a 29 sapien 3 valve, the valve presents severe paravalvular leak (pvl). The leak was first plugged with a vascular plug, and then post dilated with a 29mm commander delivery system with an additional 4 cc's. The leak improved to trace, and the patient is recovering and stable.